Event description:
It was initially reported that a vns patient was recommended for generator replacement surgery due to "battery failure" according to the surgeon. Additional information was received from the office of the surgeon indicating the patient was replaced of the generator due to end of service. Information from the treating neurologist indicated that he referred the patient to have the generator replaced prophylactically as he did not want the patient to miss therapy. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis of the explanted generator revealed that the generator was found to be at end of service as a result of the r35 resistor, which could have been more optimally chosen. The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, the battery longevity calculation (blc) determined that the eos was an expected event.